Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated invalid/missing ahr (atrial high rate) diagnostics. Five atrial tachycardia episodes collected on (B)(6) 2017 that have invalid detailed episode data.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) had invalid episode data. The device is still in use. No patient complications have been reported as a result of this event.